Event description:
It was reported that the patient had their log files sent in as they were having intermittent low flow alarms. Technical services reported that the flow appeared to be fluctuating below the alarm threshold, and that the reading did not appear to be a result of any equipment malfunction. It was communicated that the patient experienced symptoms of dizziness and pre-syncope. The cause of the low flows was determined to be due to suction and hypovolemia and the alarms resolved by decreasing the speed during the patient's admission.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms could not be confirmed via the submitted log files. According to the account, the low flow events were caused by suction and hypovolemia. A direct correlation between (B)(6) and the reported events could not be conclusively determined through this investigation. The submitted controller event log file contained data recorded on (B)(6) 2022. Of note, the majority of the file was filled with pulsatility index (pi) events that would have overwritten older data. No alarms were captured. The system appeared to operate as intended at the set speed for the duration of the file. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 4 also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 6 ¿patient care and management¿ lists hypovolemia as a potential late postimplant complication. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, document rev. C is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.